Event description:
Received info that the pump displayed a messaged asking for minimum of 50 units of insulin to complete the load sequence. Reportedly, the cartridge had been filled with 100 units. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.